Event description:
Complainant alleged that while monitoring a pt ( age & gender unknown) with chest pain, the device inappropriately shut down. The medic turned the control switch to the off position and reseated the battery, and the device powered back on appropriately. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
Co has not received the product, and this complaint is still under investigation.